Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he is unable to push the plunger to fill the tubing with insulin. Customer replaced the infusion set and was able to prime. Customer was advised to disconnect and reconnect the infusion set and reservoir before changing it to discard possible connection issues. Blood glucose value is 188 mg/dl. Nothing further reported.